Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose of 68 with dizziness and sweating, ingested oral glucose in the form of sweet tea, and glucose rose to 87 and then 104 during the call, with no further assistance needed. Symptoms included hypoglycemia and hot flashes/flushes. Outcomes included an unexpected medical intervention in which oral carbohydrate was required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.